Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored an inappropriate atrial tachy response (atr) episode due to atrial oversensing of intrinsic ventricular activity. An email was sent to the clinic recommending a review of the programmed parameters. No adverse patient effects were reported. The device remains implanted and in service.